Event description:
It was reported that the cassette was not attached properly alarm was persistent, when cassette was attached. Could not run volume accuracy test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device found that the device had been repaired before but for an unrelated complaint. The customer issue was confirmed through the event log review which indicated many downstream occlusion and cassette not attached properly alarms. The root cause of the issue was a failing downstream occlusion (dso) sensor. The dso sensor, seal and bezel were replaced to fix the issue. A uso/dso sensor calibration plus performance verification testing (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.